Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: 0208987995, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-oct-2016, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported the patient experienced a loss of intrathecal baclofen therapy. A tangled catheter was noted. A dye study was performed, and the dye study proved inconclusive. The catheter was replaced. The catheter would be returned to the device manufacturer. The issue was resolved. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The catheter was not from trunk stock. The patient's status was alive - no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.